Event description:
It was reported that upon interrogation total loss of capture was noted on the asymptomatic patient's left ventricular lead. Chest x-ray confirmed lead dislodgement. The lead was unable to be removed. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout.